Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain / pain") in an adult female patient who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't went essure confirmation test". The patient's medical history included multigravida (2 miscarriages, 1 child to die shortly after birth, and 1 living child born 10 weeks early.) And recurrent abortion. Concurrent conditions included body mass index normal, vaginal pain, leg pain, chronic cervicitis, fallopian tube cyst, headache, low back pain, nausea and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal)type:"), migraine ("migraines"), headache ("headaches"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition: hysterectomy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, weight increased, abdominal pain lower and hormone level abnormal had resolved and the migraine, headache, reproductive tract disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, reproductive tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, fatigue, dysmenorrhea, abdominal pain lower, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs and mr were received: lot number was added. Essure insertion and removal date were added. Removal surgeries were added. Events: genital bleeding, vaginal bleeding, menorrhagia, infection (bladder/ urinary tract/vaginal), migraines, headaches, reproductive system disorder, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain, abdominal pain lower, device monitoring procedure was not performed were added. Event onset date and outcome were updated. Medical history and concomitant drugs were added. Reporter causality comments were added. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and permanent pain / pain/ severe pain, suffering') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went essure confirmation test". The patient's medical history included multigravida (2 miscarriages, 1 child to die shortly after birth, and 1 living child born 10 weeks early.) And miscarriage. Concurrent conditions included body mass index normal, vaginal pain, leg pain, chronic cervicitis, fallopian tube cyst, headache, low back pain, nausea and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ some cramping before period started one year after essure placement,especially bad after period started again."), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6)2013, the patient experienced amenorrhoea ("hormonal changes describe : did not have menstrual cycle for about 1 year after placement of essure"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower stomach pain/ lower abdomen pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ once started having periods,very long"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal)type:"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("other injury(ies) or complication(s) ¿ essure has cause (as written)mental anguish/ anxiety") and underwent hysterectomy ("reproductive system disorder or condition type of disorder or condition: hysterectomy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, weight increased, abdominal pain lower and amenorrhoea had resolved and the migraine, headache, hysterectomy, dysmenorrhoea, dyspareunia and anxiety outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, anxiety, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hysterectomy, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs was received. New event mental anguish added. Previously reported event hormonal changes was updated to amenorrhea. Event onset dates were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain / pain") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went essure confirmation test". The patient's medical history included multigravida (2 miscarriages, 1 child to die shortly after birth, and 1 living child born 10 weeks early.) And miscarriage. Concurrent conditions included body mass index normal, vaginal pain, leg pain, chronic cervicitis, fallopian tube cyst, headache, low back pain, nausea and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal)type:"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), underwent hysterectomy ("reproductive system disorder or condition type of disorder or condition: hysterectomy") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, weight increased, abdominal pain lower and hormone level abnormal had resolved and the migraine, headache, hysterectomy, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hysterectomy, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal bleeding, fatigue, dysmenorrhea, abdominal pain lower, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.